Manufacturer narrative:
H.6: results code 1 updated. H.6: conclusions code 1 updated. H.6: conclusions code 1: code 18 - according to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the nominal body od for a dsf1233 sheath is 4.7mm. The diameter of the patient's left external iliac artery was reported as approximately 4mm.

Manufacturer narrative:
Additional devices included on this report are as follows: catalog #pla260300j/ serial #(B)(4)/ UDI #(B)(4) which is captured in manufacturer report # 3013164176-2020-01067. Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the nominal body od for a dsf1233 sheath is 4.7mm. The diameter of the patient's left external iliac artery was reported as approximately 4mm.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. Percutaneous transluminal angioplasty was performed at both access blood vessels due to the access blood vessels being narrow. A dsf1233 was inserted from the patient's left side. After placement of the treatment devices, intraoperative angiography imaging revealed a dissection at the patient's left external iliac artery. It was reported that the diameter of the patient's left external iliac artery where the dissection occurred was approximately 4mm, and calcification was present. An additional bare metal stent was placed to treat the dissection. The patient tolerated the procedure.